Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer was not sure if the blood glucose levels were impacted.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.